Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The insulin pump was received without belt clip, unable to verify damage to belt clip and no damage noted on belt clip slot.

Event description:
Customer reported that her blood glucose went up to 420 mg/dl. Customer stated she increased the basal rates on the insulin pump, following instructions from her healthcare provider. Her symptoms included waking up hot and excessively thirsty. She treated with the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks or air bubbles were found. The high pressure test was performed and passed. Customer was advised to change entire set, reservoir, and insulin. Upon removal of infusion set, cannula was slightly diagonal but not bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.